Manufacturer narrative:
Product complaint: (B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rectosigmoidectomy procedure. The contour stapler only cut and did not staple at the time of the procedure, thus requiring replacement of the material. Another similar product was used to continue the procedure. No harm was reported to the patient.